Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our atty. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified surgisis product's performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our atty. If / when additional info is obtained a follow up MDR will be filed.

Event description:
The pt was reportedly implanted with a surgisis product on (B)(6) 2002 at (B)(6). The pt was implanted with an ethicon prolene polypropylene soft mesh on (B)(6) 2003 at (B)(6). The pt and her atty have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury and has undergone med treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why interventions was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.